Event description:
It was reported that syringe plastipak 20ml ll s/su had foreign matter. The following information was provided by the initial reporter: I would like to notify a syringe that showed a quality deviation, with dirt although closed.

Manufacturer narrative:
H.6. Investigation: photos received for investigation. It was possible to confirm through the photos sent by the client the presence of foreign matter in the syringe, however the photos do not allow the identification of the origin of the foreign matter, so it is necessary to send the samples to identify the cause. It was performed the DHR, quality notifications and maintenance records were verified, and potential records related to failure were not found. It was not possible to carry out an investigation and determine the root cause for the incident. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter first name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 20ml ll s/su had foreign matter. The following information was provided by the initial reporter: I would like to notify a syringe that showed a quality deviation, with dirt although closed.